Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and often required multiple presses to turn on pump screen, even after removing pump from case. There was no adverse impact to the customer's blood glucose level. Customer was instructed to press center of button firmly with finger while supporting bottom of pump, confirmed pump screen could still be turned on, and then was informed that pump was within warranty and would be replaced, with customer to use replacement pump for continued insulin delivery and to return problematic pump to tandem.